Manufacturer narrative:
H.6. Investigation summary: customer returned (11) 3/10cc, 12.7mm, 30g syringes in an open poly bag from lot # 9007820. Customer states that the shield was difficult to remove and the needle hub separated and stayed inside of needle shield. One syringe was returned with the hub-needle/shield assembly separated from the barrel. All remaining syringes were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). All removal forces fall within specifications.. A review of the device history record was completed for batch# 9007820. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 28 oct 2019, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. L2l dispatch #54573 was created for raised shields. Root cause: the shield carried had debris on top of it. Corrective action: cleaned shield carrier and above shield carrier. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA (B)(4) was been opened on 16 aug 2019 to address this issue." H3 other text: see section h.10.

Event description:
It was reported that an unspecified number of syringe 0.3ml 30ga 1/2in uf 10bag 500cs experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328431, batch no. 9007820. Verbatim: consumer reported needle shield difficult to remove and needle hub separated and stayed in shield. Exp: (B)(6) 2024. Occurrence date: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 30ga 1/2in uf 10bag 500cs experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328431, batch no. 9007820. Verbatim: consumer reported needle shield difficult to remove and needle hub separated and stayed in shield. Exp 01-31-2024. Occurrence date unknown.